Manufacturer narrative:
Insulin pump passed the displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, self test, sleep current test and active current test. Rewind anomaly not confirmed. No delivery alarm or occlusion - unknown timing not confirmed. Alarm unspecified not confirmed. No pump error alarms were noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump keeps alarming and forcing a rewind due to pump error. The customer's blood glucose value was 5.2 mmol/l. The customer also reported that their is insulin flow blocked alarm and insulin pump passed self test. The insulin pump will be returned for analysis.